Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim: issue: the end of the connector separated from the pt IV catheter, so pump kept running and medication ( antifungal) leaked onto the floor. Pt was underdosed on medication and another dose had to be given.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the connector separated, and returned one sample of material 2420-0500, lot 24043160. Material 2420-0500, lot 24033320 was reported. The photo was examined, and the complaint of separation at the male luer was verified. The manufacturing site found the root cause for the separation to be related to an occluded bushing in the solvent dispenser. A new bushing was validated and installed, closed on (B)(6) 2024. This update to the solvent dispenser corrects the assembly process for the solvent application to tubing.

Event description:
Material# 2420-0500, batch# 24033320, 24043160. It was reported by customer that the end of the connector separated from the pt IV catheter, so pump kept running and medication ( antifungal) leaked onto the floor. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplain (B)(6) xxxx xxxx dept: pharmacy xxxx xxxx ref: (B)(4). Lot: 1024033320. Issue: the end of the connector separated from the pt IV catheter, so pump kept running and medication ( antifungal) leaked onto the floor. Pt was underdosed on medication and another dose had to be given. Pt harm: no. Doe: (B)(6) 2024. Sample: no but pictures are available.